Event description:
The chair falls apart. The chair seems to be too light. When using chair in street it is jarred and wheel falls off. The armrest is broken and has never been fixed by the supplier of the chair.